Event description:
Healthcare professional reported "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 . Device evaluation: the device related to the reported event of rupture was received on april 29, 2025, with lot number 1096460. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening. As per the investigation procedure, crease, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". This record is for the right side. Device was explanted and replaced.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.